Manufacturer narrative:
Reporter stated that patient had a pdt treatment and does not remember driving himself home. Follow-up ((B)(6)2018; (B)(6) 2018): no significant information was received. Follow-up ((B)(6) 2018; (B)(6) 2018): reporter stated that patient had levulan pdt reaction. Upon receipt of this information, case became valid. Follow-up ((B)(6) 2018; (B)(6) 2018): no significant information was received. Follow-up ((B)(6) 2018; (B)(6) 2018): reporter stated the patient had severe sun damage, so he was incubated for 1 hour. The patient was barely able to stay under the blu-u for 30 seconds because he was in so much pain after being placed under it. After treatment the patient had gone home and mentioned to his wife that he doesn't remember how he had gotten home, which the reporter referred to as temporary transient aphasia. The reporter mentioned that the office received pictures of the patient's progress with treatment and that he experienced a normal reaction of scabbing. Follow-up ((B)(6) 2018; (B)(6) 2018): no significant information was received. Follow-up ((B)(6) 2018; (B)(6) 2018): no significant information was received. Follow-up ((B)(6) 2018; (B)(6) 2018): no adverse event related significant information was received.

Event description:
Memory impairment. Reaction nonspecific. Wrong technique in drug usage process. Pain. Transient aphasia. Scabbing.